Manufacturer narrative:
A re-qualification for the open seal defect was performed during the production of this batch, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Potential root cause for the open seal defect is associated with the packaging process. We will continue monitoring the complaint trend for the product and symptom. Batch 4297890 is considered in compliance with our product specification requirements.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c packaging was damaged / defective. The following information was provided by the initial reporter translated from french to english: reasons for refusal: problems with the sterility of the 5 ml syringes. When the box was opened, the syringes were already outside their sterilization bags. This was due to poor sealing of the bags. I have attached photos to support my claims. We have isolated specimen(s) of the designated product, pending your return. We would be grateful if you could exchange the defective items, i.e. One device, and keep us informed of the follow-up as soon as possible. For further information, you can contact me on: 0254556970, approdm@ch-blois.fr yours sincerely.